Manufacturer narrative:
(B)(4). Product evaluated and customer's complaint of the secondary infusing faster than intended was confirmed. Functional testing of the primary set showed back flow from the secondary bag into the primary bag occurred due to a faulty check valve. Analysis performed by the valve supplier discovered a clear particle located between the housing seal area and the silicone diaphragm. The particle was identified as pvc. The cause for the back flow from the secondary into the primary was due to a faulty check valve. The source of the particle found in the valve could not be determined. The lot number was not identified. Based on the smartsite valve laser number, the mfg database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.

Event description:
Customer reported a secondary infusion of methopredinsone infused faster than intended. The secondary was to infuse in one hour but fifteen mins after the start of the infusion, the secondary bag was empty. No pt harm reported and no medical intervention required.